Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button did not responding quick all the times. Customer's blood glucose value was unknown at the time of the incident. The customer was declined to troubleshooting. Customer stated that they had to click it like 3 times for it to work and this issue started a month ago. The device will not be returned for analysis.